Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgery may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction b5: additional information received reports that the ipg had met normal longevity and is therefore no longer reportable.

Event description:
Additional information received reports that the ipg had met normal longevity and is therefore no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced restoring the therapy.